Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the auxiliary audio port on the device is broken and is requesting replacement part number for central processing unit (cpu) printed circuit board assembly (pcba). There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the part number of the replacement cpu pcba and advised that post cpu board replacement for a broken auxiliary port, the software options, total operating hours, and serial number will all be missing. The customer needs to reinstall the software options and reprogram the operating hours and serial number. The rse provided the software encryption codes for avaps, clex, ramp options and successfully installed. The rse provided manual instructions on reprogramming the serial number and total power on hours using tera term. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. It is unknown what the outcome of the repair is. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.